Event description:
While trying to access the "cs", the distal tip marker band came off of the vueport and currently resides in the pt's atrium. Pt stable, attempts made to retrieve band were unsuccessful.